Event description:
It was reported to philips that the heartstart xl defibrillator failed to discharge during use on a patient. A "no shock delivered" message appeared on the screen. There was no adverse patient impact. Another device was used to treat the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.